Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a 27mm mitral valve was disabled via a valve in valve procedure due to severe thickening, calcification, reduced leaflet excursion, and severe stenosis after an implant duration of 5 years, 1 month. Per obtained medical records, the patient presented to the ed with severe hypoglycemic coma. She was admitted in for chf exacerbation in the setting of severe bioprosthetic mitral valve stenosis with left atrial thrombus and was found to have mssa bacteremia for which she was subsequently discharged to rehab for long term lv antibiotics and was discharged. The patient later presented to the operating room for the valve in valve procedure. A 29mm transcatheter valve was implanted successfully. There are no alleged device malfunctions of the surgical valve. The patient was awakened and left the operating room to go to the ICU in stable condition, having tolerated procedure well. There were no complications apparent. The patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to updated event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 27 mm mitral valve is failing due to severe thickening, calcification, reduced leaflet excursion, and severe stenosis after an implant duration of 5 years, 1 month and is being evaluated for a valve-in-valve procedure. There are no alleged device malfunctions of the surgical valve. Per obtained medical records, the patient presented to the ed with severe hypoglycemic coma. She was admitted in for chf exacerbation in the setting of severe bioprosthetic mitral valve stenosis with left atrial thrombus and was found to have (B)(6) bacteremia for which she was subsequently discharged to rehab for long term lv antibiotics and was discharged.